Event description:
The patient stated that her infusion device was beeping and "2.01" with four dashes was displayed on the screen. She stated that the power pack had been in use for at least 3-4 weeks. She stated that she did not know if she was using recalled or corrected power packs. The patient was advised to dispose of all recalled power packs and to only use corrected power packs. The patient stated that she did not have any replacement power packs with her, but she would be able to change the power pack in 2 hours. She was advised to call back for further assistance if needed. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.